Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
After having loaded the set in the pump, the device alarmed for an occlusion. The report suggests that when the nurse attempted to remove air bubbles by pulling on the set, a separation occurred. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.